Manufacturer narrative:
(B)(4)). The complaint in regard to the charging difficulty was not verified. In the lab, the ipg was successfully charged to full capacity in one cycle. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method. The complaint in regard to overheating was not verified. The patient's data showed that the maximum temperature was registered as 42.83°c. However, in the profile data, the charging difficulty was evidently similar to the characteristics of tilted ipg orientation or deep pocket. The source of the complaint in regard to the pocket pain could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient was experiencing difficulty charging and overheating when charging the ipg. It was also reported that the patient had a fall and had intermittent pain related to the device position which was associated with nausea. The patient felt that the device was partly flipping intermittently in the abdominal packet. Database analysis revealed no anomalies. The physician was unclear whether the complaints were a result of the fall. The patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging and overheating when charging the ipg. It was also reported that the patient had a fall and had intermittent pain related to the device position which was associated with nausea. The patient felt that the device was partly flipping intermittently in the abdominal packet. Database analysis revealed no anomalies. The physician was unclear whether the complaints were a result of the fall. The patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing difficulty charging and overheating when charging the ipg. It was also reported that the patient had a fall and had intermittent pain related to the device position which was associated with nausea. The patient felt that the device was partly flipping intermittently in the abdominal packet. Database analysis revealed no anomalies. The physician was unclear whether the complaints were a result of the fall. Incidentally, the lead was severely twisted for several inches near the proximal connection to the ipg, leading the physician to believe that the patient had been flipping the ipg in the pocket repeatedly, which may account for some of the charging difficulty complaints. The patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.